Manufacturer narrative:
The field service representative found the vacuum line was damaged and leaking. He replaced the vacuum line and the customer performed calibration and qc with no issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable results for multiple assays for one patient from the cobas 6000 c501 module. The initial crep2 creatinine plus ver.2 result was 4.63 mg/dl and the repeat result was 0.76 mg/dl. The initial ca2 calcium gen.2 result was 7.5 mg/dl and the repeat result was 9.71 mg/dl. The questionable results for these assays were reported outside of the laboratory. The initial gluc3 glucose hk gen.3 result was 102.6 mg/dl and the repeat result was 328.5 mg/dl. The initial ise indirect gen 2 sodium result was 141 mmol/l and the repeat result was 156 mmol/l. The initial ise indirect gen 2 chloride result was 100.7 mmol/l and the repeat result was 117.1 mmol/l. The questionable results for these assays were not reported outside of the laboratory. The creatinine reagent lot number was 45062201 with an expiration date of 31-aug-2020. The calcium reagent lot number was 45055201 with an expiration date of 28-feb-2021. The glucose reagent lot number was 45247201 with an expiration date of 30-apr-2021. The sodium and chloride electrode lot numbers were requested but were not provided.